Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl or result in a ¿high¿ reading on the cgm. Tandem customer technical support instructed the caller to perform multiple steps to resolve the occlusion, including disconnecting tubing, tightening connections, and delivering boluses. Ultimately, the customer was advised to replace supplies as necessary and continue with their insulin therapy.